Event description:
The customer reported that during a gastrectomy, there was an end tone, indicating a completed seal cycle, but no completed seal resulted in some bleeding. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.